Manufacturer narrative:
Technical support issued a return merchandise authorization (RMA) to the customer; however, the device has not yet been returned to zoll for evaluation at this time.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient (age & gender unknown), the device's display showed horizontal lines and was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The patient was moved to another device with no issues.